Manufacturer narrative:
(B)(4). Initial reporter: the initial reporter declined to provide additional information. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. It was not reported if the patient was hospitalized for the peritonitis event. The cause of the peritonitis was not reported. Treatment for the peritonitis event was not reported. On the same day this report was received, extraneal and physioneal therapies were discontinued and the patient was changed to hemodialysis therapy. The patient was not recovered from the peritonitis. No additional information is available.